Event description:
Device malfunction: marker lumen blocked. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, during the preparation process, the device was flushed without difficulty; however, after the device was inserted into the artery, there was no bleeding from the marker lumen. The device was removed and could not be flushed. Hemostasis was achieved using a second proglide. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been rec'd.